Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation. An evaluation of the device cannot be performed as the device has not yet been returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, during a tha, when a nurse was peeling the tyvek sheet, it was delaminated. A spare was used instead.

Event description:
It was reported that, during a tha, when a nurse was peeling the tyvek sheet, it was delaminated. A spare was used instead.

Manufacturer narrative:
Event regarding alleged packaging issue involving a hip screw was reported. The event was not confirmed. Medical records received and evaluation: the event is not related to patient factors. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusion: the alleged event could not be confirmed nor the exact cause of the delaminated tyvek could not be determined. No issues with the packaging seal were observed as inspected by the packaging sme. The packaging sme stated "after reviewing both the pi and the blister itself, there is no obvious evidence that the blister package was improperly sealed. Specifically, no sign of over-sealing (translucent seals, warped flanges) were observed that may potentially lead to separation of the tyvek material from itself." If additional information becomes available, this investigation will be reopened.